Event description:
It was reported that the pump battery intermittently depleted too quickly. There was no reported impact to the customer's blood glucose level. The reported issue is unable to be confirmed.